Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30mg/dl. Customer stated that they treated with soda and food. The customer declined to troubleshoot for low blood glucose. Customer also stated that they had issues with sg vs. Bg values with sg value at 115mg/dl for the 30mg/dl bg value, and also stated they had a problem with adhering/sticking sensor. The customer also did not have time to troubleshoot for these issues. The product will not be returned for analysis.